Manufacturer narrative:
H3 other text : the customer requested a replacement battery.

Event description:
It was reported the device had low battery. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.